Manufacturer narrative:
There are no reports of any system or component failure. Surgical intervention was performed per patient request and due to no longer needing the nalu system for pain control.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. In early 2024, the patient sustained a fall that resulted in a fractured hip. The hip fracture required 2 surgeries to correct and after those procedures the patient reports no longer using the nalu system. A full system explant was performed on (B)(6) 2024 per the patient's request due to non-use of the system.